Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services replaced the faulty input connector, cleaned and tested the monitor. The image was good with a test blade. The device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the monitor was not getting a signal no matter what gvl was plugged into it. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.